Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was implanted during an endovascular procedure for the treatment of thoracic aortic aneurysm of an unknown size . A follow-up CT from 3 months after the index procedure showed the presence of a type ib endoleak which was monitored in further follow-up CT's. A secondary procedure was performed 2 years post index procedure where a valiant navion was implanted in order to treat the type ib endoleak. A CT carried out on the 4 months after the intervention showed no presence of endoleak. It was noted that the thoracic aortic aneurysm had now reached a diameter of 67mm. No cause of the type ib endoleak as be the physician was provided. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Additional information received: core lab review of CT imaging as follows for type ib endoleak (B)(6)2018 ne (B)(6)2018 no (B)(6)2018 type ib (B)(6)2018 type ib(B)(6)2019 type ib (B)(6)2020 type ib (B)(6)2020 no no stent ring enlargement or aortic enlargement were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the physician notes from 21-jan-2020 report; a CT chest shows enlargement of dtaa and suspect this is secondary to inadequate extension/seal of tevar medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.